Manufacturer narrative:
Medical device brand name: (B)(4). Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly causing the stopper to not be placed correctly in the hemogard closure was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the top came off, and the rubber seal in the cap was damaged. No patient impact reported.